Event description:
The patient returned to the surgeon 6 months post op complaining of pain and discomfort at the exit of tibial tunnel. A culture was taken, but did not grow anything out. Surgoen will continue to monitor the patient.